Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient ((B)(6)) lost stimulation. Diagnostics indicated invalid impedance readings. Surgical intervention was undertaken and intra-operative testing of the lead showed no impedance issues. The physician explanted and replaced the extension and the issue was resolved. The patient reported effective stimulation coverage postoperatively.